Event description:
Customer reported device =62 - 238 mg/dl when taking 4 tests within 30 minutes. At lunch, device = 129 mg/dl and they gave themselves 1 unit of insulin at 2 pm. Customer took a shower and went downstairs and then passed out. Customer awoke to paramedics at 5 pm. Emergency meidcal technical (emt) device = 44 mg/dl and customer was given an IV. No controls used. A request was made for return product and replacement product sent.